Event description:
The customer reported the ventilator went vent inop and alarmed due to an oxygen motor error. The customer reported the device was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the device diagnostic log noted a vent inop occurrence due to an oxygen motor error. The manufacturer's field service engineer replaced the main pcb board to address the reported problem. Performance verification testing was completed and passed to operating specifications.